Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that during a case, the tip of the unit had broken. It was further reported that there was a delay in the surgery to retrieve the broken piece.